Event description:
Additional information was received as follows: an unscheduled visit was peformed and the CT with contrast showed the aneurysm was 63 mm in diameter and 63 mm in length. The CT also showed there was evidence of migration of 4 cm that did not result in a new clinical event and no endoleak or other issues.

Event description:
Review of returned films 1-month post-implant show that the bifurcate is positioned just below the renals, with the ipsilateral limb on the right side. The stent graft od at the renals is 34 x 38mm. The aortic body/neck is angulated 35 deg to the limbs, both limbs are essentially straight. The aaa size is 7.5cm x 7.1cm. Films from 3-year follow-up show that the stent graft has migrated to approximately 6cm below the renals; the bifurcate is in the sac and has twisted approximately 180deg from previous films. The aortic neck below the renals has dilated to 40mm x 46mm ID (34 x 42mm lumen). The aortic body/neck is now angulated 85deg relative to the limbs, the origin of both limbs are now kinked (without occlusion). No endoleak is present, but it is possible that the 6.7cm maximum diameter aaa may be pressurized. The likely cause of the migration is disease progression. The investigator assessed the event as not related to the device or the procedure.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a fusiform 74 mm diameter abdominal aortic aneurysm. The aortic neck had an angulation of 30 degrees, it was 30 mm in diameter proximally and distally and it was 36 mm in length. It was reported that during a routine follow-up the CT with contrast showed distal stent graft migration of 2 cm and the aneurysm was 66 mm in diameter and 60 mm in length. No endoleak was noted. It was also reported that the aneurysm has increased in size by 8 mm over the last year (2-year to the 3-year). The aneurysm is still smaller than it was at the 1-month follow-up where it was 71 mm. At the 12 month follow-up it was 59mm and at the 2-year follow-up it was 58 mm. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: stent graft migration. Conclusion: stent graft migration.

Manufacturer narrative:
Evaluation, method: (film); evaluation, results: patient¿s condition affected effectiveness of device (disease progression; aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; aortic neck dilatation).

Event description:
Additional information was received for this case. A recent CT revealed that the right iliac limb was occluded. The investigator elected to treat the patient with a femoral to femoral bypass. The blood flow was restored. The investigator indicated that the event was related to the device but not related to the procedure.